Event description:
Per the clinic, the patient experienced no communication to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on january 10, 2022.

Manufacturer narrative:
Device analysis report shows a device failure. Device analysis report attached. Correction: b7 as previously reported in initial MDR is incorrect. It was reported that the patient is unilaterally implanted. This report is submitted on february 10, 2022.